Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states moving backwards, like forward is reverse and reverse is forward. Dealer needs to program chair but insisted it was because of the joystick cable being damaged.